Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event and found a defective battery. After replacing the battery, the issue was resolved. The fsr performed the operational verification procedure and returned the device to service specifications.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while testing the vela ventilator; the device passed all pre-use checks. However, the device shut off for a minute and when they turned it back on the device displayed ventilator inoperable alarms. The customer reported there is no patient involvement associated with the event.